Event description:
When advancing the guide wire, there was noticeable tension moving the wire forward and when trying to retract. The catheter was unable to be advanced as well. When the accu-cath was removed, it was noted that the guide wire had uncoiled, leaving a protruded end of wire, and also of note, the catheter was kinked and the bevel had driven through the catheter. All pieces of the accu-cath were accounted for.